Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.

Event description:
It was reported that the patient a revision surgery, the surgeon revised the talus to invision. The tibia will be revised to infinity if the current implant is found to be loose. The surgeon is planning on revising both with high confidence. The surgeon did not out any of the original implants in so they are unaware of what the implant numbers are. The surgeon would like to see how a new talus cut and more appropriately placed new inbone talus would look.

Event description:
It was reported that the patient a revision surgery, the surgeon revised the talus to invision. The tibia will be revised to infinity if the current implant is found to be loose. The surgeon is planning on revising both with high confidence. The surgeon did not out any of the original implants in so they are unaware of what the implant numbers are. The surgeon would like to see how a new talus cut and more appropriately placed new inbone talus would look.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.